Event description:
A nurse reports a posterior capsule tear during cataract surgery. The system would not recognize the vitrectors (3 vitrectors were tried) and a manual vitrectomy was performed. Additional information provided indicates the patient was not injured due to this event.

Manufacturer narrative:
A company service rep checked the system, replaced the vit connector and returned it for evaluation. The system checkout was completed, and it met specifications. Investigation, including root cause analysis, is in progress.